Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced muscle stimulation. Additional information was received indicating that the possible cause of stimulation was due to lead dislodgement. There was no confirmation from the field on lead dislodgement but indicated the re-programming helped to alleviate the issue. To date, this lv lead remains in service. No adverse patient effects were reported.